Event description:
Additional information obtained identified the patient's scs ipg was replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used nor charged the scs ipg since the end of (B)(6) 2016. The patient stated the charger will not locate the ipg and the patient programmer displays a "low voltage" error message. Surgical intervention may be taken to address the issue.